Event description:
It was reported that a 25mm amplatzer multi-fenestrated septal occluder - cribriform was selected for implant on (B)(6) 2024. During implant the device took on a tulip shape while the device was in the left atrial appendage (laa). The device was re-captured and re-deployed but maintained the tulip shape. The device was not released from the delivery cable. The device was removed from the patient and replaced with a new 25-18mm amplatzer pfo occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays to the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.